Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify ramping due to unresponsive button.no button error alarm during testing. However, corrosion was found at the keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 257 mg/dl,448 mg/dl. The customer was treated with bolus. Customer also reported buttons were unresponsive troubleshooting was performed and keypad ramping uncontrollably. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.